Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300mg/dl and a low of 48mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms. The customer treated with manual injection. Customer's blood glucose value was 112mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. The customer was advised to change entire infusion set. The customer mentioned small bubbles were present and was assisted with troubleshooting. During troubleshooting, the customer mentioned experiencing a low blood glucose level of 48mg/dl and high blood glucose of 540 mg/dl. The customer treated the low with carbs and suspended insulin pump. The product will not be returned for analysis.